Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The deployment difficulty and stent elongation was not able to be confirmed as the stent was already fully deployed and not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine the cause for the reported deployment difficulty. The reported stent elongation was due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous bifurcation fistula in the forearm. There was difficulty deploying a 4x40mm supera self-expanding stent system because it was felt that the ratchet mechanism was no longer pushing the stent forward. The stent was successfully deployed in the target lesion with the last part of the stent being forced out by pulling the deployment handle firmly after the deployment mechanism stopped working. The stent potentially elongated greater than 10%. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.